Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 2 patients¿ samples when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #3685 generated a sars-cov-2 positive, influenza a positive and influenza b positive result for a patient. The patient¿s same sample was repeat tested analyzed on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 positive, influenza a negative and influenza b negative. On (B)(6) 2021 it was noticed that run ##3727 generated a sars-cov-2 positive, influenza a positive and influenza b positive result for a 2nd patient¿s sample. The patient¿s same sample was repeat tested on the same cobas® liat® system (s/n (B)(4)) twice both of the repeat test runs generated sars-cov-2 negative, influenza a negative and influenza b negative results. Patients¿ samples were collected using nasopharyngeal and 3 ml viral transport media. The customer confirmed there was no allegation of harm to the patients. The initial test results were reported out to the patients and/or personnel treating the patients. Then later corrected and the repeat test results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each patient as per FDA guidance.